Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: capsular contracture baker grade IV, migrated up/implant hard and firm/ moving into left arm.

Event description:
Healthcare professional reported capsular contracture baker grade IV, migrated up/implant hard and firm/ moving into left arm. This record is for the left side. The device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Manufacturer narrative:
Device evaluation: the device related to the reported events capsular contracture and migration was received on august 04, 2025 with lot number 3654432. Based on the product analysis performed, the assessments of the complaint codes are: capsular contracture: unable to observe as it is not related to the manufacturing process. Migration: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases and deformation were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported capsular contracture baker grade IV, migrated up/implant hard and firm/ moving into left arm. This record is for the left side. The device has been explanted.

Event description:
Healthcare professional reported capsular contracture baker grade IV, migrated up/implant hard and firm/ moving into left arm. This record is for the left side. The device remains implanted.

Manufacturer narrative:
Clarification to d4: initial information received confirmed left side serial number as (B)(6). However, database information showed serial number (B)(6). The serial number has been removed, and clarification has been requested from the healthcare professional. Additional, changed, and/or corrected data: d4.